Manufacturer narrative:
Correction field h1.

Event description:
It was reported that this right atrial (ra) lead was dislodged previously of being implanted. The lead was revised and repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged one day after being implanted. The lead was revised and repositioned. No additional adverse patient effects were reported.